Event description:
It was reported that a patient received a system error 2240 (air in line) during use of the homechoice machine, during the initial drain cycle. The home patient (hp) stated that he pressed go before connecting, received the alarm and then connected. The technical services representative assisted the patient in clearing the alarm and reviewed proper procedures with the patient. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. This complaint is for a report of a system error 2240 alarm due to a use error, where home patient pressed go before connecting to the machine and the home choice pulled air into the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. The guide instructs the user to connect the transfer set to the patient line prior to starting the initial drain. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.